Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off-label usage of the device. On (B)(6) 2025, it was reported that the patient¿s cgm was reading low mg/dl. No bg meter comparison value was taken. The patient self-treated with a tangerine, but the cgm value remained low mg/dl for 2 hours. The patient then reportedly had a panic attack because she was not able to get her cgm values to rise. The patient also had chest pain and described it like a ¿truck was sitting on her chest¿. The patient drove herself to the emergency room (er0. At the emergency room, the patient was given an EKG, CT scan, and MRI as she had a history of a heart attack. After 5 hours, the patient¿s bg meter reading was taken, which was 170 mg/dl while the cgm was still reading low mg/dl. Around 9pm, another bg meter reading was taken, which was reported to be 50 points higher than the cgm value (no specific values were provided). The patient was treated with insulin. The patient was also informed that the cause for her chest pain was related to her panic attack because she was worrying about her low cgm values. At 10am the following day, the patient stated her cgm and bg meter reading were ¿close¿, but she could not recall the exact values. The patient was discharged around noon on (B)(6) 2025 (over 24 hours). The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.